Manufacturer narrative:
Corrected data: h6 (health effect - clinical code). Updated results of investigation: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for total hip systems reveals postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in subluxation or dislocation. In addition, states that osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc. Can increase risk of femoral or pelvic fractures. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, patient condition, injury or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review "midterm results of total hip arthroplasty using a delta ceramic liner with a titanium taper locking band", one (1) patient after a thr procedure sustained a periprosthetic greater trochanteric fracture with dislocation. Patient was treated with open reduction and grip fixation 18 months after the index operation. Patient outcome is unknown. No further information is available. The thrs implantation procedures included in this literature were performed from december 2009 through june 2018

Manufacturer narrative:
Internal reference number: (B)(4). Ozden ve, dikmen g, karaytug k, tozun ir. Midterm results of total hip arthroplasty using a delta ceramic liner with a titanium taper locking band. Clin orthop surg. 2025 feb;17(1):53-61. Https://doi.org/10.4055/cios24093. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.¿